Event description:
On (B)(6) 2013, the user facility reported a complaint with the atrial retractor instrument but did not provided a description of the event. Intuitive surgical, inc. Contacted the user facility to obtain more information about the complaint but was not able to obtain any details.

Manufacturer narrative:
The instrument was returned and evaluated on 10/14/2013. Failure analysis found a frayed pitch up cable at the distal clevis hub. The frayed strands stick out at the wrist. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable damage found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.